Event description:
Boston scientific received information that during a normal patient follow up, it was discovered that this implantable cardioverter defibrillator (ICD) recorded an episode of noise that was oversensed on the right ventricular (rv) lead and resulted in pacing inhibition. Although the patient is pacemaker dependent, the patient does not remember experiencing any symptoms at the time the episode occurred. It is suspected that the noise was caused by a club/casino metal detector. This episode was the only one recorded within six months. A memory download was performed and will be sent to boston scientific technical services (ts) for further evaluation.

Event description:
Over one year later, this ICD was explanted and returned for laboratory analysis. There were no additional allegations reported in relation to this ICD. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A review of the stored electrograms (egms) revealed no device functionality irregularities and confirmed that the device was sensing electromagnetic interference (emi) on the date of the allegation. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis concluded that this device met all specifications and that the oversensing and pacing inhibition was a result of the device sensing emi.

Manufacturer narrative:
A ts consultant reviewed the data and discussed there were two episodes recorded due to noise being oversensed on the ventricular channel. One episode occurred in 2010 and showed noise consistent with electromagnetic interference (emi). The oversensing did not result any pacing inhibition. However, the second episode did result in pacing inhibition for more than four seconds. The noise observed in the second episode was not consistent with emi or myopotentials. The ts consultant discussed several troubleshoot methods that could help determine the source of the noise and to test system integrity. Both the ICD and rv lead remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.